Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded buttons on keypad traces. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error on his insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan. The blood glucose reading was 128mg/dl. Nothing further reported.